Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect and ¿wasn¿t getting any result¿ from the device. The patient further clarified that they "didn't see that much reward" and it wasn't "effectively managing" her bladder. They also reported that they never like the feeling of the stimulation during permanent implant. The patient stated that they had a ¿little bit of vibration" and they "hated that feeling". They thought they would ¿learn to accept it¿ but they ¿never cared¿ for it. It was mentioned the patient was previously self-catheterizing but they were now ¿managing¿ on their own. There were no further complications reported or anticipated. (Omitted information related to (B)(4): stim in wrong location and (B)(4): trial-doesn¿t like stim).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they turned the device off and have scheduled to have it removed.